Manufacturer narrative:
Clinical evaluation performed by medical affairs director: dislocation of a constrained tka after 2.5 years in a very demanding case that is most probably a revision or re-revision of former failed treatments. In the lateral image, we think that we see the pe insert completely dislocated from the tibial baseplate. For such an event to happen, unprecedented in this form to our knowledge, a very relevant joint distraction must have taken place, which indicates total laxity of the remaining collateral ligaments (if at all present) and patellar mechanism, along with the other soft tissues around the joint. Dislocation probably also caused fracture of the small insert screw. The general boundary conditions of this event cannot be fully evaluated with the information at hand. It seems an exceptional event in exceptional conditions.

Manufacturer narrative:
Batch review performed on 10 may 2019: lot 143020: (B)(4) items manufactured and released on 11-jul-2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On april 09th 2019 we were alerted that a patient was revised on (B)(6) 2019 due to hinge implant dislocation. The poly screw appears to be broken in the x-rays.